Event description:
.

Manufacturer narrative:
Additional info has been requested. Manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records cannot be reviewed without a lot number.